Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from anonymously posted social media, and therefore information is often incomplete or limited. This event may represent a duplicate of an event which was already known to boston scientific. It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx pro closure device was implanted. 45 days post index procedure at the routine follow up, computed tomography (CT) imaging revealed the closure device had shifted from its implanted position and migrated more into the left atrium with attachment still noted on the limbus on the laa. The physician percutaneously retrieved and explanted the closure device, using a sentinal cerebral protection (cps) system, a non-boston scientific (bsc) sheath and non-bsc retrieval device during the explant procedure. A 24 mm watchman closure device was then implanted in the laa. There was no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: insufficient imaging to draw conclusion.

Event description:
The following event originated from anonymously posted social media, and therefore information is often incomplete or limited. This event may represent a duplicate of an event which was already known to boston scientific. It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx pro closure device was implanted. 45 days post index procedure at the routine follow up, computed tomography (CT) imaging revealed the closure device had shifted from its implanted position and migrated more into the left atrium with attachment still noted on the limbus on the laa. The physician percutaneously retrieved and explanted the closure device, using a sentinal cerebral protection (cps) system, a non-boston scientific (bsc) sheath and non-bsc retrieval device during the explant procedure. A 24 mm watchman closure device was then implanted in the laa. There was no patient complications reported.